Manufacturer narrative:
Product event summary: the partial lead was returned in segments. The lead was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 7288 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2005, product ID 407652 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported the right ventricular (rv) lead's outer insulation was eroded away in the pocket under the device. The rv lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.